Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The shaft separation was confirmed. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4).the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues, [medwatch # 2024168-2017-02310].

Event description:
It was reported that the 3.0 x 15 mm nc trek dilatation catheter shaft separated into two segments during advancement out of the guiding catheter. The separated segments were easily removed by pulling out of the anatomy. No intervention was required to remove the separated segments. A non-abbott device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.